Manufacturer narrative:
(B)(4). Batch number: p55x59. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The event states that the pulmonary tissues were damaged because of repeated stapling attempts. How was the damaged tissue repaired? How was the procedure completed? Did the damage to the pulmonary tissues cause any changes to the intraoperative or post operative care of the patient? If yes, please explain. What is the current status of the patient? Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the motor. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the device psee60a did not work with the gold cartridge. A second psee60a was used with the cartridge but the device did not work. The cartridge was replaced and the problem was solved. The pulmonary tissues were damaged because of repeated stapling attempts.